Event description:
It was reported that the preventive maintenance failed for patient side occlusion. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # (B)(4) for keypad. CAPA # (B)(4) for pressure sensor. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of failed patient side occlusion was due to the pressure sensor.

Event description:
It was reported that the preventive maintenance failed for patient side occlusion. There was no patient involvement.